Manufacturer narrative:
The device trained customer reported the suspect device/component will be re-worked with a replacement uim. However, no uim component is available for analysis. In the event that the suspect uim is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touch screen user interface module (uim) display, while in patient use on this ventilator device. The customer removed the patient and placed the patient in an alternate ventilator device. The customer stated no patient harm or injury with this event.